Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had physical damage due to a car accident. The customer was not the driver and the blood glucose at the time of the accident was 114 mg/dl. The customer stated she has been getting high blood glucose readings in the 300s mg/dl and 400s mg/dl. It was also reported that the insulin pump alarmed no delivery in the past that caused the blood glucose to rise to 444 mg/dl. Customer experienced the following symptoms related to high blood glucose, frequent urination, thirst and ketones. The customer's blood glucose was 289 mg/dl at the time of call. The customer treated with the insulin pump and injections. Troubleshooting for no delivery was performed. Self -test was completed and passed. The customer also mentioned the insulin pump was exposed to moisture. Customer received a failed battery test but declined to troubleshoot. The device will be returned for analysis.